Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a false susceptible ampicillin result for a streptococcus pneumoniae isolate in association with the vitek® 2 ast-p621 test kit. The customer submitted the strain for evaluation. An investigation was performed. The submitted strain was subcultured, and identification was confirmed as streptococcus pneumoniae. Testing included ast-p621 cards from the customer's lot and a random lot, in duplicate, and broth microdilution (bmd). Termination: for two of the cards tested, there were no drug terminations. For one card three drugs terminated (ofloxacin, tetracycline, chloramphenicol). For the remaining card six drugs terminated (clarithromycin, erythromycin, benzylpenicillin, ofloxacin, tetracycline, chloramphenicol). Amoxicillin (amx): for all 4 cards tested amx mic = 2. Bmd mic= 0.03, differing by more than 1 doubling dilution erythromycin (e) : mic >/= 1 obtained twice, mic = 0.5 and terminated on the last card. Bmd </= 0.015 clarithromycin (clr): mic >/= 1 obtained on three cards and terminated on the last card. Bmd </= 0.015 vancomycin (va): mic </= 1 on three cards, mic >/= 2* on the last card, duplicating the customer's result on one card. Note: this last card had six drug terminations. Bmd mic =0.03. Three of the four cards performed as expected. The investigation concluded the strain exhibits atypical growth behavior.

Event description:
A customer from (B)(6) reported to biomérieux a false susceptible ampicillin result for a streptococcus pneumoniae isolate in association with the vitek® 2 ast-p621 test kit (UDI (B)(4)). The customer reported the ast-p621 test result was ampicillin susceptible, and the alternative method (broth microdilution) result was resistant. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.